Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion area was located in a moderately calcified inner shunt of the forearm. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use in a vascular access intervention therapy. During the procedure, it was noted that the balloon ruptured at 4 atmospheres upon the first inflation. The device was removed by normal method and the procedure was completed with a different device. There were no complications reported and the patient was stable post-procedure.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 3mm distal of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found the shaft of the device to be kinked at approximately 140mm proximal of the proximal balloon sleeve. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion area was located in a moderately calcified inner shunt of the forearm. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use in a vascular access intervention therapy. During the procedure, it was noted that the balloon ruptured at 4 atmospheres upon the first inflation. The device was removed by normal method and the procedure was completed with a different device. There were no complications reported and the patient was stable post-procedure.